Event description:
The manufacturer received information alleging throat irritation related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously mentioned in section g3 the incorrect date of (B)(6) 2022. The correct date should have been entered as (B)(6) 2022.